Manufacturer narrative:
It was reported to hill-rom on (B)(6) 2011 that the wheels on the clinitron rite hite bed were broken. A hill-rom service technician inspected the unit and found that the account was not using the "steer" mode correctly. The account was trying to transport the bed, but the wheels were locked in the "straight" mode.

Event description:
It was reported to hill-rom on (B)(6) 2011 that the wheels on the clinitron rite hite bed were broken. A hill-rom service technician inspected the unit and found that the account was not using the "steer" mode correctly. The account was trying to transport the bed, but the wheels were locked in the "straight" mode. It was reported to hill-rom on (B)(6) 2011 that 3 of the account's employees were injured while attempting to move the clinitron rite hite described in the above description.